Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to verify motor error alarm due to button error alarm and no button response. Motor passed motor test. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked lcd window, scratched reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 325 mg/dl. Troubleshooting was performed. The device was returned for analysis.